Manufacturer narrative:
As of 08/19/2009, the bur guard has not been returned for evaluation. No conclusion can be drawn.

Event description:
It was reported by the customer that when he turned the handpiece on to test the unit, the bur guard melted right away. The handpiece had not been used on a patient; there was no patient involvement. There were no reports of any adverse patient or user event associated with this malfunction.